Event description:
A caller reported an issue with touchscreen responsiveness on a pump, as the screen was frozen and not responding to inputs, despite not being cracked. There was no adverse impact on the customer's blood glucose level, as readings did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance by giving pump reset information, but the issue persisted, so they arranged to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy and received instructions on using and returning the pump. A replacement pump with updated software was sent to the caller.